Event description:
Patient's father, states that the syr/needle combo that we have sent with the patients salzen (the needle) has broken 3x in the patient's leg per father's request, please dc all ndls and syr for the pt salzen due rph.